Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited 2 inappropriate shocks, due to over-sensing of noise, and low amplitude. Impedance measurements are considered in normal range. The patient was hospitalized due to bladder cancer, and an infection. Manipulation testing was completed, and x-ray images were performed. A request was made to have data from this device analyzed. Data analysis identified the secondary vector used at these times shows over-detections of myopotentials. The noises were also reproduced during the troubleshooting. The primary vector does not show reproduced noise, and the r waves have a good amplitude (> 1 mv), the probe declines towards the left pectoral, this explains the secondary vector and the additional vector both present noises on detected when trembling of the muscles. The probe seems a little high, the shock vector is not optimal. Rhythm care recommended comparing implant x-ray to new x-rays. The device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.